Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when investigation is complete. This event occurred in the (B)(6). This is the same event as 1043534-2013-00350, -00351.

Event description:
Allegedly revised for infection.